Event description:
The catheter was inserted into left basilic vein in 2000. Nursing staff noted catheter to have broken off approximately 3cm distal to suture wings. The remaining segment of catheter was pulled out.